Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the surgeon ordered for the original reload to be replaced. The loading was confirmed successful and handed the device to the surgeon. The surgeon inserted the device to the cavity ,however could not open the jaws. When the device was returned to the nurse, the adapter status indicator of the display screen illuminated white and showed "0" as the adapter procedure remaining . Replaced by another adapter ,and the device became usable. The surgical time was extended by less than 30 min. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. Evaluation of the data logs showed that the adapter had reached the maximum number of procedures. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The product analysis established a relationship between a device failure and the reported incident of no procedures remaining. The root cause of the screen indicating no adapter uses remaining was that the adapter had reached the maximum number of procedures. If information is provided in the future, a supplemental report will be issued.